Event description:
It was reported that the device was warm to the touch. Attempts are being made to obtain further info from the account surrounding the event circumstances. It is unk if there was pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The device has not been returned to the manufacturer as of the date of this report. Attempts will continue to retrieve the product from the account. This report will be updated when the device is evaluated.